Event description:
It was reported an asymptomatic patient had an episode of supraventricular tachycardia (svt) that exhibited intermittent ventricular undersensing. R wave amplitude was variable. Suggested programming changes were performed and there have been no further complaints on this issue. Patient was stable.

Event description:
New information received notes that the device was explanted. Additional information was not received.

Manufacturer narrative:
The device was returned for eri. A longevity calculation was performed and the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Correction: explant date was missed in the previous report. This report notes the correct explant date.